Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# lb5192, implanted: (B)(6) 2003, product type: lead. Product ID: 3998, lot# j0511416v, implanted: (B)(6) 2005, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the patient had a bad fall in the street sometime around three months ago. There was impedance testing during surgery and afterwards showed high impedance of greater than 10,000 on electrodes 4, 8, 9, 10, and 11. The health care professional (hcp) removed the wire out of the new ins and cleaned the contacts but no difference in outcome. The patient has had leads implanted cervically for quite some time. They had two 2x4 surgical paddle leads placed cervically, connected to two 60 cm extensions. With the amount of hardware present in their c-spice it was very difficult to identify which leads were connected to which extensions, and no way to determine where the fracture, if present, exists. They were able to get full coverage of painful l arm area, but despite around an hour of post-operative programmer and trying many different configurations of electrode arrays, pulse width, rate, and was unable to get any coverage in right arm. It was late post case, the patient was hungry, tired, and wanted to go home. The patient was asked to call the manufacturer representative (rep) with post-operative follow-up appointment or if they desired to reach out to them whenever they were ready to devote more time to programming. The patient stated that the pain relief in the l arm was good, and realized that they may not be able to get the r arm covered with some electrode impedance levels high. They spoke with the health care professional (hcp) about problems with programming and they said that with the length of time leads had been in place, along with the amount of hardware present around the leads and their location, that they would have trouble getting any surgeon to go in and try to revise leads and that this might be the best they could do for the patient at this time. If unable to get coverage to the r arm, they would likely advise the patient to go back to original implanting surgeon for further needs. On (B)(6) 2016 the rep stated that they did not think anything was planned regarding the impedance issues. They were to meet with the patient the following monday to attempt reprogramming. On (B)(6) 2016 the rep reported that there were impedance measurements taken. X-rays were taken and the leads looked like it was not completely in the epidural space. The electrodes did not look rectangular like they would on x-ray if they were lying flat in the epidural space. The 0 reference 8 9 10 11 >40000 1 2 3 5 6 7 13 15 716-971ohms 14 14167ohms 12 4056ohms 14 5415ohms 4 reference 0-7 13000-14000ohms 8-11 >4000ohms 12-13 14000ohms 14 5400ohms 15 900ohms 12 reference 0 1 3 6 7 14 4000ohms 2 800ohms 5 800ohms 13. The patient was unable to feel stimulation with these settings. The patient tried many other programming options which did not work. The rep stated that they were able to get some coverage in the left arm but it was intermittent. The programming in that case was 0-4 +--+ 12-15 +--+. The battery was replaced recently and at the procedure the 8-11 were high and they were not able to check the sensation prior to implant because the other battery depleted about a year ago. Other relevant medical history includes spinal pain and post-laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.